Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked reservoir tube lip.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis and high blood glucose of 506 mg/dl. The customer's symptoms were nausea, weakness, and vomiting. He was treated with an insulin drip. On the morning the event was reported, the customer's blood glucose was 430 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was performed. The drive support cap appeared normal. During manual prime, a couple of small drops came out of the tubing and it appeared to pool around the edges. No leaks were found. The time and date were incorrect. There was reportedly no indication of a problem with the insulin pump. Nothing further reported.